Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd experienced multiple issues with cleo 90 infusion sets failing to deploy from the inserter and adhere to the skin, with four unsuccessful attempts before a fifth site adhered properly. The pwd also reported that one infusion set was loose and leaking. The pwd had received prior replacements and had five infusion sets remaining and planned to use skin tac to improve adhesion. Insertion technique was reviewed and additional guidance was provided. No patient injury was reported, and the event occurred while the device was in use with the patient.